Event description:
While using a byte night aligners, patient reported that when they took off their aligner, it fractured their teeth. They will be having their teeth repaired at their dentist. They will not be wearing the aligners any more. Requested information from patient and advise to see their dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.